Manufacturer narrative:
No evaluation possible at this time. The implants have not been returned nor has the identifying lot number(s) been provided. The trestle anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. Device implants include a range of plate sizes and bone screws to provide the versatility required for the specific indications noted. Fixation is achieved by means of a rigid plate that is surgically attached to the spine with bone screws. Implant plates are manufactured from surgical grade titanium alloy (astm f136) and nitinol (astm f2063) and the bone screws are manufactured from surgical grade titanium alloy (astm f136). All device components are intended for fixation/attachment to the anterior cervical spine only. It is intended that the implants be removed after successful fusion.

Event description:
Revision surgery to remove a trestle plating system due to patient complications. The system was originally implanted on (B)(6) 2010 from the c5 - c7. Immediately after implantation, the patient encountered problems and pain. X-rays and/or MRI's taken at the time revealed that the head of 1 screw was protruding above the plates locking mechanism. It was left as is. The patient never healed and remained in constant pain. In 2014 revision surgery was conducted to remove the trestle plating system which was replaced with another manufacturers product. Replacement was necessary as fusion was incomplete. During the revisions, 2 of 6 trestle screws were found broken. It is unknown whether they were broken during the removal process or sometime throughout the 4 years of implantation. The proximal sections of both broken screws were successfully removed, while the distal portions were left in place.